Event description:
It was reported that intermittent malfunction alarms occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.